Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, the surgeon noticed that the dissection tip was fractured at the proximal end. The procedure was completed with the same device so a replacement kit was not needed. At the end of the procedure, the dissection tip was still intact. The hospital did not report any pt complications.